Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 8 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with shocks from their implantable cardioverter defibrillator. There was no reported relation between the shocks the patient received and the lvad. Upon evaluating the patient, the patient was found to be anemic and subsequently developed gi bleeding. An esophagogastroduodenoscopy revealed ulceration in the antrum which was biopsied for h pylori. The patient was started on antibiotics and received 2 units of packed red blood cells. The gi bleeding reportedly resolved with treatment. No further information was provided.